Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer stated that her pump has cracks on the reservoir and she has had motor error alarms. Customer stated that the belt clip is also cracked. Customer received the motor error alarm during basal delivery. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Customer stated that the damage occurred when she got out of the car. Customer reported that the pump won't take a battery either and it will alarm a failed battery test. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer declined to return the insulin pump.